Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated on the evening of (B)(6) 2017 and early morning of (B)(6) 2017, they awoke and started vomiting, was confused and experienced grogginess. The patient looked at the receiver and noticed a signal loss, manually checked their bg and saw that it was over 600 mg/dl. The patient administered herself with insulin and was able to bring her blood sugar down to 300¿s mg/dl. It was indicated that the patient was not warned of the high blood sugar due to the signal loss that occurred for about 30 minutes. At the time of contact, the patient was doing okay. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined.